Manufacturer narrative:
The information provided by bd represents all of the known information at this time. This complaint was received as part of a clinical survey. Contact information and specific patient details were not disclosed as part of the survey. As such, additional information and the subject sample cannot be obtained. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "the following was obtained during clinical assessment. Fluid leaking from central line insertion site." No other information was provided. These events involved 2 cvc tl catheters placed in the neck. This report addresses the second event.